Manufacturer narrative:
An event of valve under expansion was reported. The device was returned to abbott for investigation and found no evidence of damage or anomalies with the stent. No tears or perforations were observed in the cuff or leaflet tissue. The reported valve under expansion could not be replicated in a testing environment due to the returned conditions of the device (dehydrated valve). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported valve under expansion could not be conclusively determined. Based on imaging provide a suboptimal pre-dilation would make under-expansion more likely. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 28mm balloon. During deployment the valve did not fully expand. Additional attempts were made to partially re-sheath the valve and re-deploy, however the valve still did not fully expand. The valve was removed from the patient and replaced with a non-abbott valve. The patient remained hemodynamically stable throughout the procedure. There were no adverse effect to the patient. The patient status was stable. The user believed the patient's severe calcification caused the device to expand non-uniformly.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 28mm balloon. During deployment the valve did not fully expand. Additional attempts were made to partially re-sheath the valve and re-deploy, however the valve still did not fully expand. The valve was removed from the patient and replaced with a non-abbott valve. The patient remained hemodynamically stable throughout the procedure. There were no adverse effect to the patient. The patient status was stable. The user believed the patient's severe calcification caused the device to expand non-uniformly.